Event description:
During review of programming history, it was noted that an incomplete diagnostics occurred which change the patient to unintentional settings. There was no finial interrogation which would have caught the setting change.

Manufacturer narrative:
Analysis of programming history.